Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nine months and twenty-four days post a dialysis catheter placement, the patient allegedly experienced chills and fever. It was further reported that the patient had bacterial infection. Reportedly, patient treated with antibiotic treatment and medication. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a sealed package which has the reported product details printed on it. Therefore, the investigation is inconclusive for the reported patient experienced chill, fever and bacterial infection as no objective evidence was found in the provided photo. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (method). H11: d4 (unique identifier (UDI) #). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nine months and twenty-four days post a dialysis catheter placement, the patient allegedly experienced chills and fever. It was further reported that the patient had bacterial infection. Reportedly, patient treated with antibiotic treatment and medication. The current status of the patient was unknown.